Manufacturer narrative:
H3: visually, there was no significant damage to packaging carton. The carton included two open pouches with products in it. The open pouches were open from 3 of 4 sides. The returned devices were both broken when returned, which would result in the reported event. There was a biological contamination on both devices. There was no outer/inner hubs damage, and seals were intact on both samples. The bushings were loose (unadhered) on both samples. The sample 1 broken inner shaft measured 1.330 inches from the diamond tip to the broken point, and sample 2 broken shaft measured 1.235 inches from the diamond tip to the broken point. Functional testing could not be performed due to the broken state of devices. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). General: the regulatory report of another bur of the same event will be submitted in separate regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that during use after installing bur in the handpiece, inner shaft of bur broke and detached when rotating. There were no fragments detached. Replaced it with the same model and the same lot and it was broken again. Replaced with another blade to complete the surgery. There was no patient impact.